Manufacturer narrative:
Siemens reviewed the data provided by the customer. The co-oximetry functionality appears to be working as intended. For the sample in question, the thb value reported is consistent with the absorbance measured. No sampling errors were flagged for either measurement. There were no sensor drifts of any kind on the day of the event, no other co-ox specific errors occurred, no fluidic errors and no d39 obstruction errors. 2pt calibration (without incident) occurred immediately prior to the discordant thb event and calibrations after the repeat were without issue. All aqc results were in the expected ranges. For accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire samples by thorough mixing across two planes immediately before analysis on the blood gas system. Root cause for the observed low thb result cannot be determined.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The data files have been requested for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 405 for one patient. There was no report of injury due to this event.